Event description:
After the 4th engagement, the physician pulled the helical retractor back too fast and lost functionality of the helical - the service lop detached from the tissue mold. The device was removed without incident. The device will not be returned for evaluation. The surgeon realized his rough handling of the device created the malfunction and does not associate the malfunction to a device issue.

Manufacturer narrative:
Eval: method: the product was not returned; therefore, confirmation of the product malfunction was not possible. Eval was based on analysis of the DHR and complaint trending. Findings: it is suspected that the service loop disconnected from the tissue mold elbow due to a mfg process issue. (B)(4), released on (B)(4) 2009 validated a change to the bonding process which increased the process capability cpk from 1.0 to 1.78. This malfunction report is now being reported after written feedback from cdrh regarding this failure type.